Event description:
On (B)(4) 2013, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: a review of the pump¿s history showed multiple power reboots. The complaint of the blank display was not able to be duplicated; the pump powered on and the display was fully functional. The pump was opened and the display was removed to investigate. No defect was found on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.